Event description:
The customer contact reported a separation. While in the pharmacy and prior to patient use, it was noted the tubing was separated at the y-site. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.